Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the patient was hospitalized for diabetic ketoacidosis. The reporter indicated that the patient's blood glucose began increasing on (B)(6) 2013; the reporter stated that the patient had a blood glucose of 231 mg/dl which increased to 330 mg/dl after arriving home, the patient's blood glucose reported increased to 500 mg/dl with ketones and the patient was taken to the hospital. The reporter was unable to recall the treatment the patient received; the reporter indicated that as the patient was being discharged, the patient began vomiting and blood glucose levels increased again. The patient was reportedly treated with intravenous insulin. The pump was reviewed with the reporter. The reporter indicated that the pump settings were correct. The reporter confirmed that the total daily dose history was as expected with no issues found, the bolus history was as expected and confirmed all boluses were completed. Customer support advised the reporter that there was no indication that the pump was not delivering as programmed. The reporter removed the cartridge from the pump and indicated that air bubbles were noted in the cartridge; the reporter indicated that the cartridge was first placed in the pump on (B)(6) 2013. Troubleshooting of the cartridge filling technique indicated that refrigerated insulin was used in the cartridge. The reporter was advised on allowing the insulin to come to room temperature prior to filling the cartridge and allow the cartridge to debubble prior to inserting into the pump. This report is made based on the allegation that the patient was hospitalized for diabetic ketoacidosis associated with improper cartridge filling technique.